Manufacturer narrative:
Since the actual sample was evaluated at our group company degania silicone ltd., (B)(4) there is no any visible defects on the balloon. Since the batch was tested 100% by inflation and deflation of the balloon with air and passed 100% visual inspection of inflated balloons and did not detect any non conformities and the retained samples from this batch s16038505 tested and was found ok so, the complaint considered to be not justified. This medical device report is filed retrospectively following FDA observation number 4 received by degania medical devices pvt. Ltd. During the FDA inspection of 4-7 of november 2019. The observation was related to the fact that degania medical devices pvt. Ltd. Did not establish procedures for reporting mdrs to FDA as a manufacturer. Till then all complaints related to the devices produced by dmd were assessed for MDR reportability and submitted as necessary to FDA by degania silicone ltd. Another q medical devices division closely affiliated with dmd. Dmd CAPA number (B)(4) was issued to address the observation; one of the CAPA actions requires dmd to perform retrospective review of all the complaints received during 2018 and 2019 and submit to FDA retrospective mdrs for the reportable events (with reference to original MDR report # 8030107-2020-00024 filed by degania silicone ltd.)

Event description:
This is retrospective submission, following reassessment of our customer complaints during period 2018-2019. Customer's text: according to the reporter, on (B)(6) 2017, pre-operatively, the balloon of the probe of the foley catheter with temp is porous. No patient involved. No additional information available.